Manufacturer narrative:
On (B)(6) 2012 an agent notified djo surgical of a product complaint that occurred on (B)(6) 2012 involving a constrained revision p.s. Insert, size 8-15 mm cm and provided the following information: "the inlay had loosened and was pushed out and forward." The implant was (B)(6). There was no information in this complaint are regarding patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. A visual inspection of the explanted insert and retaining screw revealed the proximal portion containing the condyles, the post, and the anterior, posterior, medial, and lateral sides were all in good condition and undamaged. The distal portion of the insert that mates with the baseplate had damage. The poly is gouged out in three places, the undercuts are cracked and worn, the engravings are almost worn away, and the attachment screw has been lodged inside the post hole. Because the attachment screw is lodged inside the post threads are not visible and therefore cannot be examined. The tangs appear to be in good condition. A review of the device history records showed no non-conforming material reports and all parts met critical dimensions and specifications. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the loosened inlay cannot be determined with confidence. It is possible the patient injury, activity, accident, or medical contraindication contributed to the revision surgery. It is also possible that the insert was not properly assembled with the baseplate during the primary surgery which could have contributed to the revision surgery.

Event description:
Revision surgery - the inlay had loosened; pushed out and forward.